Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having immense difficulties with recharging their implantable neurostimulator (ins). They said they typically needed assistance from their caregiver to find the location on their chest that provided a good connection. They have a shoulder drape but it didn't necessarily help with getting adequate connection. The patient felt as though their ins had migrated with how difficult it was for them to find a good spot. They were not satisfied with having to hold the recharger over a spot to find a good contact. They also felt they got a different battery life from their programmer to when they go into the clinic. Additional information was received from the manufacturer representative: they stated that the patient was part of a replacement program and received a new recharger, indicating it was much better than their old recharger. There were no adverse outcomes to the patient.